Event description:
It was reported that the subject device had a poor cable connection, and occasionally blackout for a therapeutic procedure. The issue occurred at the end of the procedure. The procedure was completed using the same set of equipment with no surgical delay. The device was not inspected prior to use. It had worked normally the last time of use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was broken, and it was likely that normal communication was not possible, resulting in a blackout. For the broken camera cable, identification of the cause of the occurrence could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.